Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield c- ring arm was bent when the device was opened. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected lot # and exp. Date, correct manufacture date, lhr comment. Internal complaint # (B)(4). Autonumber # (B)(4). A lot history record review was completed for lots 25140264, and 25139520 the last 2 lots shipped to the account prior to the event date. There were no ncmr¿s recorded in the lot history.

Manufacturer narrative:
(B)(4). Lot history record review was completed for the reported product lot number. There are no ncmr¿s which could be considered related to the reported event recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield c- ring arm was bent when the device was opened. A replacement device was used to complete the procedure. The hospital did not report any patient effects.